Event description:
This was a (B)(6) female with a history of left breast ductal carcinoma in situ s/p mastectomy and reconstruction who underwent a right mastectomy with reconstruction on (B)(6) 2021. In (B)(6) 2021, patient noted pain on and off in her right breast but reported it had improved spontaneously on a follow up office visit. In (B)(6) 2021, the patient reported recurrent pain in her right breast and imaging was ordered for follow up. The patient completed a CT scan of the chest on (B)(6) 2021, which noted a "small hypodense lesion that appears rectangular measuring 23 x 15 x 4 mm" that was present. On (B)(6) 2021, the patient underwent a right breast reconstruction revision and foreign body removal surgery. A superior capsulotomy was performed and a small piece of plastic (later identified as the end piece of the invuity photon guide illuminator) was removed from the right medial breast. Research into FDA medwatch found 5 instances of issues related to this device. FDA safety report ID# (B)(4).